Manufacturer narrative:
Follow-up #1 date of submission 09/28/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2016 with the following findings: a review of the black box data showed multiple reboots. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment and on the underside of the returned battery cap. The returned battery cap was undamaged; the pump powered on with the returned cap. The pump was exercised for 24 hours with no issues. The pump failed a leak test at the battery compartment. The pump cover was opened and no internal defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was an intermittent power issue. It was also reported that the battery compartment is cracked and there is moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.